Manufacturer narrative:
Product not returned for evaluation.

Event description:
The patient reported that she had experienced the tubing disconnecting from the luer lock 3 weeks ago. The patient's blood glucose elevated to 250-320 mg/dl for several hours. Patient did not report any physical symptoms associated with her elevated blood glucose. The patient did not need any medical attention to address her elevated blood glucose. She noticed that the tubing was disconnected when she was changing her site. The patient discarded this set and inserted another infusion set. The patient will continue to use this type of infusion set. No product is being returned.